Event description:
It was reported that patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2011 due to metallosis and a pseudotumor. The modular head and acetabular cup was removed and replaced. A review of the invoice history confirmed the surgery dates and which components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06455 & 06456).